Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed no evidence of a time and date settings issue. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a timekeeping accuracy test.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump¿s time and date setting changed after the pump alarmed for a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.